Manufacturer narrative:
Actual device was returned and the balloon burst was confirmed. A sample device was pulled and tested for rated burst pressure. The labeled rbp for this size catheter is 2.0 atm. The sample catheter was tested and did not rupture until 3.5 atm, which is well above the labeled rbp. The facility stated that it burst below nominal pressure, which is 1.5 atm, however, it is unknown as to what pressure the physician took the catheter to. This device was being used off label to aortic valvuloplasty. This catheter is only indicated for pulmonary valvuloplasty.

Event description:
As reported to numed - "balloon ruptured below nominal pressure while being inflated across the aortic valve. Procedure the balloon was being used for is aortic valvuloplasty. An inflation device with pressure gauge was used. The shaft was not kinked. The balloon ruptured circumferentially. There was nothing unusual about the patient's anatomy. The patient was fine post procedure".